Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress-kink was able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. A kink and tear were noted in the jacket exposing the inner braiding at 1mm distally from the distal stopper. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the moderately calcified and heavily tortuous anatomy resulting in preventing the shaft lumens from moving freely; resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction with the anatomy/other devices and/or manipulation of the device resulted in the reported kink/noted jacket kink/tear and the noted device damages (bunched/smashed stent sheath, misaligned stent struts, multiple outer member radial cuts) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery with moderate calcification and heavy tortuosity via cross over access. The 6x150 mm absolute pro self expanding stent system (sess) was advanced over a non-abbott .018 guide wire. The guide wire was exchanged for an .035 guide wire and the delivery system was advanced to the correct position. There may have been a kink in the delivery system. The thumbwheel was then attempted to be rolled but there was resistance and the stent completely failed to deploy. The delivery system and stent were removed and another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the shaft was torn and cut in 4 places. The account was not aware of the damage. No additional information was provided.